Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05351. It was reported that the patient experienced ineffective therapy due to the system auto-reducing after jumping from a height. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken in the future.